Manufacturer narrative:
Device not returned. Unfortunately, the valve was discarded by the hospital; therefore, the root cause of this event could not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The health-care provider also indicated that there was no device malfunction. No further actions are being taken.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device implanted then explanted during the same surgery due to paravalvular leak. The health-care provider also indicated that there was no malfunction or deficiency of the valve. The explanted device was replaced with another edwards bioprosthetic valve, one size smaller.